Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient¿s home health nurse described the area as red and peeling skin with a burning sensation under the te pads. It's unclear if the nurse who spoke with support services applied any creams or ointments to the skin irritation. Reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.